Event description:
Philips received a complaint on the heartstart xl+ indicating that the therapy delivery test failed. There was reportedly no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The customer ordered the capacitor to resolve the issue. It has been concluded that no further action is required at this time.